Event description:
As reported by the user facility. The blue plastic tip remained in the pt's epidural space when the epidural catheter was removed by the anesthesiologist during the procedure. Additional info provided by the facility indicated the tip was located on an MRI. The (B)(6) yr old female pt was made aware of the situation. Consultation with the anesthesiologist determined to leave the tip in the pt. The pt was fine with that decision and was discharged without any adverse sequela associated with the reported incident.

Manufacturer narrative:
Additional lot # and exp date : 61086736, 09/30/2011. The actual catheter, with the catheter connector attached, was returned for eval. The catheter measured approx 1015mm in length. The step down molded area on the catheter tip end was present. It appears the 5mm blue tip, which is fused onto the step down area during mfg, was missing on the tip end of the catheter. Although no inventory remained of the final reported lots, reported house retain catheter samples for the reported lots were visually evaluated and noted to have the blue tip intact. The samples were then tensile tested per spec and passed the acceptance criteria for catheter tip tensile strength, catheter body tensile strength, and joint integrity between the catheter and the catheter connector. There are no other reports of this nature reported against the reported lot number. The used sample and the unused comparative sample and all available info has been sent to the actual MFR for their eval. A follow-up report will be filed when the MFR's investigation report is complete.